Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included nickel sensitivity. Concurrent conditions included obesity and endometriosis. Concomitant products included hydrocodone bitartrate;ibuprofen (vicoprofen) from (B)(6)2010 to (B)(6)2010 and promethazine from (B)(6)2010 to (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdominal ") and was found to have weight increased ("weight gain"). On (B)(6)2010, the patient experienced fatigue ("fatigue"), 1 month after insertion of essure. In (B)(6)2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy: nickel") and flank pain (" both sides pain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, dyspareunia, weight increased, allergy to metals and flank pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, abdominal pain, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs and mr received - new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain lower abdominal and both sides and essure confirmation test not perform were added. Event outcome of abdominal pain, dysmenorrhea (cramp), nausea and genital bleeding was update from unknown to recovered. Event onset date was added. Product indication, patient height, new reporter were added. Medical history and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), fatigue ("fatigue") and allergy to metals ("allergy: nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, genital haemorrhage, nausea, fatigue, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: dysmenorrhea, dyspareunia, pelvic/abdominal, gen. Abnorm. Bleed, nausea, fatigue, weight gain, allergy: nickel. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.